Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported diffuse lamellar keratitis (dlk) in a patient's right eye one day post lasik. Topical steroid dosage was increased. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after the day of the treatment. Review of the logfiles for the day of treatment shows no errors or relevant warnings that could contribute to the reported event. All treatments on that day were finished successfully. The energy was stable during treatment. No relevant deviation between planed and performed energy is detectable for these treatments. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).